Event description:
Discordant, falsely elevated human chorionic gonadotropin and troponin patient results were obtained on two patient samples on an atellica im 1300 instrument. The initial results were reported to the physician(s) and questioned. The same samples were repeated on an alternate atellica im 1300 instrument. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated human chorionic gonadotropin and troponin patient results.

Manufacturer narrative:
An outside of united states (ous) customer reported falsely elevated human chorionic gonadotropin and troponin patient results obtained on an atellica im 1300 instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse found air in the system due to a loose tubing and corrected the tubing. The autocheck data from the instrument showed that there was an elevated secondary vacuum. The local team observed air bubbles in the fluidic lines and addressed this by reconnecting the fittings and lines. The vacuum was stabilized. The system was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.